Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided as the reported information came from a crf and study. Review of the available records identified the following: an initial left tha was performed and a revision occurred due to recurrent dislocations and a limp. The right leg was found to be 2mm shorter. No complications were noted. The acetabular components and the head were revised with no complications noted. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately 23 years post-implantation, the patient underwent a left hip revision due to recurrent dislocations. Right leg noted to be short by 2cm and there was a limp present. All products revised except for the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A2: date of birth: 1950. G2: foreign: south korea. H6: proposed component code: mechanical (g04): head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.